Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Patient is calling to report that the infusion set not releasing from the insertion device and then all of a sudden it will release without the release button being pressed. She faced it away from her and then it automatically released it and shot the infusion set across the room. No adverse event alleged. A request was made for the return of the device.